Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in turkey underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient was hospitalized for the initiation of duopa therapy. After an unspecified period of time, the patient experienced abdominal pain and stoma site discharge. On (B)(6) 2018, patient was started on intravenous antibiotics tazocin 1.5gm. On (B)(6) 2018, patient underwent endoscopy, no source of infection was found. Abdominal pain was resolved on (B)(6) 2018. Patient was discharged on (B)(6) 2018.